Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had issues recharging and an overdischarge was suspected. Pt compliance was the primary reason for discharge. Further information obtained stated that the pt had the device replaced on (B)(6) 2011. The reason was not reported. The pt was no longer having issues. Additional information about this event was requested from the pt's physician.